Manufacturer narrative:
The insulin pump received with button error alarms and no button response due to moisture damage on the keypad traces. No scrolling numbers on the display anomaly noted. The device had a scratched display window, cracked display window corners, and a cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's spouse reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 148 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.